Event description:
It was reported that when the devices were used during an unknown procedure, the device fired malformed staples. The surgeon had to oversew and reinforce anastomosis of the site. It is unknown how the case was completed or if there were other pt consequences.